Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 02.112.152, lot number: 6234685, part manufacture date: jun 01, 2010, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm lcp lateral distal fibula plate 11h/right/177mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal for the fibula plate and screws and 2 associated lag screws. The surgeon performed I&d and noted that the bone is mostly healed and appeared to have no sign of infection. Initially the patient had surgery to repair a fibula fracture 4 or 5 months ago. After 3 months post op there was a sign of infection and tried to treat with antibiotics without success. This complaint involves eleven (11) devices. This report is for (1) 2.7/3.5 lcp lat dstl fib pl 11h/rt/177. This report is 1 of 14 (B)(4).